Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus and were failing intermittently. The field service engineer (fse) disconnected the row board cable from the drawer controller, cleaned the connector, and reconnected the cable. Fse launched the hardware testing application and found one row still offline. Fse checked all row board connectors and restarted the station. All pockets came online, and fse verified that all rubber rail bumpers were in place. The customer confirmed the station was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.